Event description:
It was reported to bsc/target that during the procedure the gdc 10-soft synerg detection circuit fractured. No additional information was provided and the condition of the patient is unknown.